Event description:
Caller states patient tested 2.3 inr, 4.5 inr or 5.5 inr, and 3.2 inr on the coaguchek xs system. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not specify which test strip lot produced the discrepant values. This medwatch report is for the suspect device used in system 2 (lot number 20181432, expiration date 10/31/2011). Reference medwatch report with (B)(4) for the suspect device used in system 1.

Event description:
A percutaneous coronary intervention (pci) was performed for a lesion that was 90% stenosis, calcified, and moderately tortuous. A stent was implanted in the lesion and placement was confirmed with an intravascular ultrasound (ivus) catheter. The stent was well opposed. During withdrawal of the ivus catheter, resistance was met, the catheters guidewire exit port became stuck on the distal edge of the stent. The imaging core of the ivus catheter was removed, a guidewire was inserted and the ivus catheter was able to be withdrawn. Residual stenosis was confirmed proximal to the 1st implanted stent, another stent was implanted and inflated properly completing the procedure. The patient is currently reported to be in "good" condition.